Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 46828 as well as a red screen and error code 42221. Per reporter the history log was reviewed and showed that multiple incidents of error codes had occurred. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the tamper seal removed. During the functional testing, the customer reported problem was confirmed. The issue was found to be that the software was corrupted. The mu was flashed and the software was reloaded. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.